Event description:
It was reported that the pulse generator could not be interrogated. A magnet strip was run on the patient and the battery showed a near beginning of life magnet rate. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator could not be interrogated, due to a broken telemetry coil. Normal function ensued, when a new telemetry coil was connected.